Manufacturer narrative:
In response to mw #5076039. (B)(4). This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of infection, wound dehiscence, delayed healing, and necrosis are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.¿

Event description:
Patient reported left side previous breast cancer, not device related, "would not heal", "turned black with necrotic tissue" and "little pin holes would open up", "blacked out" and had "106 degree fever" with additional "sepsis" and stated "it was the worst infection the doctor's had ever seen". Patient was treated for over a year with antibiotics and "IV antibiotic treatment". Device was explanted.